Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl compared to readings of 160 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned back for investigation. However, extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl compared to readings of 160 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection of the returned sensor patch was performed. No anomalies were observed. A watermark was identified at the base of the sensor tail, consistent with proper sensor insertion. Data extraction was performed using approved software and was successful. The returned sensor was found to have operated in sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased for further evaluation. An internal visual inspection of the printed circuit board assembly (pcba) was completed, and no issues were observed. After de-casing, the sensor was unable to scan, preventing continuation of standard functionality testing. The sensor was placed on the evaluation module (evm) for additional testing. The device failed to scan and displayed the error message. Due to the inability to establish communication with the sensor, no further functionality testing could be performed. The reported issue of low glucose readings was ultimately classified as unable to test because the returned sensor could not be scanned. The inability to scan is consistent with damage to the pcba during the de-casing process, and therefore a conclusive root-cause determination could not be made. This is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.